Manufacturer narrative:
The customer reported the gz transmitter would shut down with no user input. They stated there was no patient involvement, but this unit has been observed shutting down without the user powering down the unit. This issue was discovered at setup. The customer has requested an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the gz transmitter would shut down with no user input. They stated there was no patient involvement, but this unit has been observed shutting down without the user powering down the unit.

Manufacturer narrative:
Details of complaint: the customer reported the gz transmitter would shut down with no user intervention. They stated there was no patient involvement, but this unit had been observed shutting down without the user powering it down. Investigation summary: the device was sent in for evaluation. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to confirm that the unit shut off after a couple hours of use. Possible causes may be related to the use of weak batteries or the device draining batteries too quickly. Faulty hardware components within the device can lead to parasitic battery drain. For example, a malfunctioning power management circuitry or a defective battery can cause power loss. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. A systemic quality issue has not been identified for the reported issue and device. Nk will continue to monitor and trend similar complaints.

Event description:
The customer reported the gz transmitter would shut down with no user intervention. They stated there was no patient involvement, but this unit had been observed shutting down without the user powering it down.